Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial lead exhibited impedance measurements greater than 2500 ohms since implant. As a result, the device was programmed to (B)(4). No adverse patient effects were noted.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
--